Event description:
Instrument received for repair indicating it shorted out to pt during procedure. No pt injury was reported. Instrument displays a crack in the insulation at the distal tip. Insturment was forwarded to MFR for eval.